Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round spectrum 425cc saline prosthesis, catalog #3542470, lot #144954. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor siltex round spectrum 425cc saline prosthesis. Spontaneous left sided deflation was observed by a visual examination on (B)(6) 2018. As a result, the left prosthesis was replaced with a 515cc mentor gel implant, and the right prosthesis was replaced 555cc mentor gel implant.

Manufacturer narrative:
On 10/5/2018, mentor received information that the patient's race is white. On 10/18/2018, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device evaluation was completed on 10/19/2018. Summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. At this point it is not possible to determine the etiology of the white material found on the device. The device history record (DHR) of lot number 140125 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).